Event description:
It was reported that the ilet user experienced high blood glucose after running out of insulin at work and initially mis-attached the infusion set tubing and cartridge to the incorrect side during a supply change, then corrected the connection, primed until drops were visible, inserted a new inset 6 mm site, and resumed insulin delivery. Symptoms included hyperglycemia with a reported glucose of 386 mg/dl without reported clinical manifestations. Outcomes included no hospitalization, no medical intervention beyond troubleshooting, and continuation of therapy without reverting to alternative treatment. Investigation included user troubleshooting and education to confirm correct cartridge and tubing connection, priming, site insertion, and resumption of insulin delivery. Investigation of this case revealed user setup error related to not reverting to alternative therapy, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.